Event description:
During a clinic follow-up, a low impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.